Manufacturer narrative:
H2 additional information: b5 revised. H6 results code 3233 replaced with 3221. H6 conclusion code 11 replaced with 22 and 4315. The device was requested but was discarded by the site. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements, including for stent retention. A risk assessment review indicates that dislodgement is captured as a foreseeable event. Angiography images were received and reviewed by celonova medical affairs. A very tight lesion in the mid right coronary artery is visualized. From the images, it appears there was difficulty expanding a balloon centered in the lesion. No other relevant information was noted in the images. The investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported difficulties are most likely attributed to very tight lesion calcification and / or other challenging vessel / lesion morphology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A 56-year-old male with medical history of hypertension and overweight presented on (B)(6) 2019 with st-elevated myocardial infarction (stemi).coronary angiogram showed a very tight, 70 - 90% stenosed type b1 lesion in the ostial left anterior descending (lad) coronary artery with timi flow 3 and an acute occlusion in the mid right coronary artery (rca) with timi flow 1. The mid rca was treated with thrombectomy (2 passes), then was pre-dilated with a 2.0x15mm balloon. A 3.5x12mm cobra pzf nanocoated coronary stent system was advanced via the right radial artery to the mid rca. During deployment, the stent dislodged when pulling the delivery system back; the dislodged stent was snared using an endovascular removal device. The mid rca was treated via deployment of a 3.5x12mm non-celonova bare metal stent with good result. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was requested but was discarded by the site. A review of the lot history record (lhr) indicated that there were no non-conformance's observed for this lot and the lot conforms to its predetermined specifications and requirements, including for stent retention. A risk assessment review indicates that dislodgement is captured as a foreseeable event. Investigation is not yet complete. A follow-up report will be submitted with relevant additional information.

Event description:
A (B)(6) male with medical history of hypertension and overweight presented on (B)(6) 2019 with st-elevated myocardial infarction (stemi) and ECG changes. Coronary angiogram showed a very tight, 70 - 90% stenosed type b1 lesion in the ostial left anterior descending (lad) coronary artery with timi flow 3 and an acute occlusion in the mid right coronary artery (rca) with timi flow 1. The mid rca was treated with thrombectomy (2 steps), then was pre-dilated with a 2.0x15mm balloon. A 3.5x12mm cobra pzf nanocoated coronary stent system was advanced via the right radial artery to the mid rca. During deployment, the stent dislodged when pulling the delivery system back; the dislodged stent was snared using an endovascular removal device. The mid rca was treated via deployment of a 3.5x12mm non-celonova care metal stent with good result. There were no reported adverse patient effects. Additional information was requested.